Event description:
Customer reported that the needle will not rest at zero. Customer also requested calibration. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found the needle pointer was below zero. The needle did not reset to zero after inflating. The rubber protective ring is missing from the unit. No readings were taken because of the unit's condition. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).